Manufacturer narrative:
Right heart failure and right sided support reported in MFR #2916596-2019-00226. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient had right heart failure after implant then had rvad placed via protek duo. On (B)(6) 2019 patient had heartmate3 removed and a total artificial heart placed. Patient died on (B)(6) 2019. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported right heart failure could not be conclusively determined through this evaluation. The account reported the patient experienced right heart failure following the implant of the heartmate 3 lvas and had a centrimag placed for right-sided support. On (B)(6) 2019 the hm3 was explanted and a total artificial heart was placed. The patient reportedly expired on (B)(6) 2019. Additional information communicated on (B)(6) 2019 reported the outcome was not believed to be device related and the vad operated as expected. The account also communicated that no autopsy was performed and the device would not be returned for evaluation. The hm3 IFU lists right heart failure as an adverse event that may be associated with the use of the hm3 lvas. Hm3 IFU document right heart failure and death are listed as adverse events that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.